Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The proportional positive end expiratory pressure valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit the delivering 10cm higher positive end expiratory pressure than set, discovered during preuse checkout. There was no report of patient involvement.